Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the aiming arm/radiolucent (p/n: 03.043.029, lot #: 2024218) was returned and received at us cq. Upon visual inspection, scratches and nicks were observed on the device but have no impact on the device functionality. No other issues were observed with the returned device. Investigation conclusion: the complaint condition was not confirmed as no issues were identified with the returned device that could have caused the complaint condition. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The root cause of scratches and nicks could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H6: a device history record (DHR) review was conducted: part: 03.043.029. Lot: 2024218. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 22 january 2021. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a procedure, latching ¿hooks¿ on tibial nail advanced targeting arm broke when surgeon malleted the strike plate to compress fracture site after proximal locking had already occurred and this item was no longer needed. There were no fragments generated. The procedure was successfully completed with no surgical delay reported. No patient consequence. This report is for one (1) aiming arm/ radiolucent. This is report 1 of 1 for (B)(4).